Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the returned device confirmed that part of the calcar cutter had fractured, as a piece of the device had chipped at the planar end. Hardness test performed by material analysis team. Results indicate that the hardness is within manufacturing and design specifications. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When checking in a consignment kit back into the loan pool I noticed that (B)(4), the calar planer had cracks/chipped parts on it.

Event description:
When checking in a consignment kit back into the loan pool I noticed that item (B)(4), the calar planer had cracks/chipped parts on it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.